Manufacturer narrative:
The complaint of damaged header was confirmed. The header of the implantable cardiac monitor was found to be cracked and separated from the can due to excessive force used during the procedure. This is consistent with improper handling of the device header by user. The damage found was sustained during the surgical procedure. The device was otherwise normal.

Event description:
It was reported that the header of the implantable cardiac monitor broke off during device upgrade procedure. The patient was in stable condition.